Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: were there patient consequences? If yes, please explain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Were there patient consequences? No. He device return status. - no. (4 foils sent courier). H3 investigational summary: the product was returned to ethicon for evaluation. Two unopened samples were received for analysis. Product code nw9352. In order to evaluate the condition of the returned sample, the packets were examined for visual defects and wrinkles, delamination and holes could be observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. The packets were opened, and the sutures had started the degradation process, and this condition caused the sutures to be broken in several pieces. Additionally, it was observed that the needles were detached from the sutures. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Suture breakage at time of suture pack open and doctor reported sutures complaint. There were no patient consequences reported. Additional information was requested.